Manufacturer narrative:
The reported complaint of autopulse platform (serial # (B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) was confirmed during initial functional testing and archive data review. The root cause for ua7 was due to a defective load cell, likely due to a defective component or harsh impact due to user handling. During visual inspection, no physical damage was observed on the returned autopulse platform. During archive data review, multiple ua7 error messages were recorded, thus confirming the reported complaint. The initial functional testing failed due to the returned autopulse platform displayed "(ua)07" upon powering on, thus confirming the reported complaint. To remedy, the defective single point load cell was replaced. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test passed. The autopulse platform passed final test. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on. The crew was unable to clear the advisory. No patient involvement.